Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ("general abnormal bleeding"). In an adult female patient who had essure (batch no. 901331), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: genital bleeding and dysmenorrhea. Concomitant products included ethinylestradiol; norethisterone (ovcon-35) from september 2011 to april 2012. Ethinylestradiol; norethisterone acetate (loestrin) and paracetamol (acetaminophen) since december 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced, pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea (dysmenorrhea ("cramping/ cramping/ menstrual cycle pain)"), vaginal haemorrhage (abnormal bleeding ("vaginal")), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), adnexa uteri pain ("tube pain"), painful intercourse ("painful sex"), hypersensitivity ("allergy"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating/ feeling full"), psychological trauma ("psych injury"), mood swings ("mood swings"), fatigue ("fatigue"), dyspareunia (dyspareunia ("painful sexual intercourse")), headache ("headaches"), irritability ("irritability") and uterine pain ("uterus pressure"). Was found to have a pregnancy with contraceptive device ("pregnant with essure"). And was found to have weight increased ("weight gain"). The patient was treated with d and c done. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, adnexa uteri pain, painful intercourse, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal distension, psychological trauma, depression, anxiety, mood swings, weight increased, fatigue, dyspareunia, headache, irritability and uterine pain outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, irritability, menorrhagia, mood swings, painful intercourse, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased and dyspareunia to be related to essure. The reporter commented: (B)(6) 2015, plaintiff have been pregnant with essure for almost four years now. Trailing coils: left; 4, right; 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, essure device was successfully occluded. Result: total bilateral occlusion (per pfs). Impression: 1. Adequate placement of essure implants. 2. No evidence of tubal patency (per mr). Concerning the injuries reported in this case, the following ones were reported via social media: "pregnant with essure". And the following ones were confirmed, in patient¿s medical records: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media: bloating/ feeling full, back pain, tube pain, headaches, always, uterus pressure, irritability, painful sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received, reporter added. Events added: bloating/ feeling full, back pain, tube pain, headaches, always, uterus pressure, irritability, painful sex. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included genital bleeding and dysmenorrhea. Concomitant products included ethinylestradiol; norethisterone (ovcon-35) from (B)(6) 2011 to (B)(6) 2012, ethinylestradiol; norethisterone acetate (loestrin) and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("lost more than half my hair"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain/my right side always pokes me"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping/ menstrual cycle pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), adnexa uteri pain ("tube pain"), painful intercourse ("painful sex"), hypersensitivity ("allergy"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating/ feeling full"), psychological trauma ("psych injury"), mood swings ("mood swings"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), irritability ("irritability") and uterine pain ("uterus pressure"), was found to have a pregnancy with contraceptive device ("pregnant with essure") and was found to have weight increased ("weight gain"). The patient was treated with d and c done. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, adnexa uteri pain, painful intercourse, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal distension, psychological trauma, depression, anxiety, mood swings, weight increased, fatigue, dyspareunia, headache, irritability and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, irritability, menorrhagia, mood swings, painful intercourse, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased and dyspareunia to be related to essure. The reporter commented: (B)(6) 2015: plaintiff have been pregnant with essure for almost four years now. Trailing coils: left 4; right 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion (per pfs) impression: 1. Adequate placement of essure implants. 2. No evidence of tubal patency (per mr). Concerning the injuries reported in this case, the following ones were reported via social media: "pregnant with essure" and the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media : bloating/ feeling full, back pain, tube pain, headaches, always, uterus pressure, irritability, painful sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: lost more than half my hair was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included genital bleeding and dysmenorrhea. Concomitant products included ethinylestradiol; norethisterone (ovcon-35) from (B)(6) 2011 to (B)(6) 2012, ethinylestradiol; norethisterone acetate (loestrin) and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("lost more than half my hair"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain/my right side always pokes me"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping/ menstrual cycle pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), adnexa uteri pain ("tube pain"), painful intercourse ("painful sex"), hypersensitivity ("allergy"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating/ feeling full"), psychological trauma ("psych injury"), mood swings ("mood swings"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), irritability ("irritability"), uterine pain ("uterus pressure") and arthralgia ("hip pain"), was found to have a pregnancy with contraceptive device ("pregnant with essure") and was found to have weight increased ("weight gain"). The patient was treated with d and c done. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, adnexa uteri pain, painful intercourse, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal distension, psychological trauma, depression, anxiety, mood swings, weight increased, fatigue, dyspareunia, headache, irritability, uterine pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, irritability, menorrhagia, mood swings, painful intercourse, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased and dyspareunia to be related to essure. The reporter commented: (B)(6) 2015: plaintiff have been pregnant with essure for almost four years now. Trailing coils: left 4; right 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion (per pfs) impression: 1. Adequate placement of essure implants. 2. No evidence of tubal patency (per mr). Concerning the injuries reported in this case, the following ones were reported via social media: "pregnant with essure" and the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media : bloating/ feeling full, back pain, tube pain, headaches, always, uterus pressure, irritability, painful sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " hip pain" was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant with essure') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included genital bleeding and dysmenorrhea. Concomitant products included ethinylestradiol;norethisterone (ovcon-35) from (B)(6) 2011 to (B)(6) 2012, ethinylestradiol;norethisterone acetate (loestrin) and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), hypersensitivity ("allergy"), abdominal pain lower ("cramping"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with d&c done. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, abdominal pain lower, mood swings, weight increased, vaginal discharge, fatigue and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: may-2015: plaintiff have been pregnant with essure for almost four years now. Trailing coils: left 4; right 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion (per pfs) impression: adequate placement of essure implants. No evidence of tubal patency (per mr). Concerning the injuries reported in this case, the following ones were reported via social media: "pregnant with essure" and the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. New events added- mood swings, weight increased, vaginal discharge, fatigue, dyspareunia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.